Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. X- ray imaging was performed and the rv lead was found to be dislodged. The rv lead was successfully repositioned to resolve this event. The patient was stable.